Event description:
The doctor placed the catheter through a 6f femoral sheath over a guide wire. While placing the catheter in the aortic arch, the doctor felt resistance. The visibility of the catheter tip and marker were ok. The doctor decided to remove the catheter to look at the tip and had more resistance removing the catheter via the femoral sheath. The doctor tugged and was able to remove the catheter but discovered the coil wire was exposed. The original reports stated that the tip of the catheter appeared to have come apart and that the femoral sheath may contain the tip of the catheter. The add¿l info supplied by the physician states that he attempted to place a different MFR¿s delivery catheter through the same femoral sheath and had difficulty again. The doctor them placed a new sheath and a new catheter and was able to successfully recannularize the pt using the 041 and 032 penumbra stroke systems to clear the large m1 thrombus and distal branches respectively.

Manufacturer narrative:
The unit was returned in an open unlabeled plastic bag with an introducer sheath. The unit was decontaminated in a 1:10 dilution of household bleach. According to the mfg drawings, the clear portion of the distal section of this catheter should be approx. 12cm long ending in a radio-opaque marker band. The clear portion of the returned unit is 5.5cm in length and shows exposed coil wire. There is not sign of the missing 6.5cm of catheter. The initial incident report said the neuron tip had separated and was possibly lodged in the femoral sheath. The sheath returned to penumbra was empty. The doctor is positive nothing was left in the pt based on fluoroscopy. There are also 2 kinks along the proximal shaft. The first kink is just at the end of the yellow ID band and the second kink is 41.0 cm distal of the first kink. It is not apparent from the incident report if these kinks were present during the tip separation or whether they resulted from poor handling post-use. Inquiries made after examining the return device assure us that the missing catheter piece is not in the pt. The pt¿s treatment was successful and the pt¿s condition continues to improve. The DHR for this device lot was reviewed. A review of the device history record (DHR) was completed on part # 1147-02.a (lot # l13065). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot#l13065) indicated that 100% inspection of the devices resulted in (B)(4) failures. No other anomalies were found with this lot due to the mfg process. The parts released in this lot met process requirement.